Event description:
Reporter called to advise the FDA that in the past two months, when receiving an inhaler for her patient, after approximately one week of use, the inhaler stops working but indicates that it still has enough albuterol for the rest of the month. This has happened twice now, and it cannot be replaced until the one-month time has passed. Her patient is an elderly woman who suffers from chronic obstructive pulmonary disease (copd) and needs this device to work on a daily basis so that she can breathe. Reference report: mw5153607.